Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not consistently showing peaks. Whether or not the device was in clinical use at the time is unknown, but no adverse event to patient or user was reported.